Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. Date of issue is an approximation. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2021. The patient mother stated 4 days after the sensor was inserted, the patient experienced a hypoglycemic event. The dexcom was displaying a sensor error and during the sensor error, the patient went unconscious. His parents gave him glucose, but he did not react. The parents called the emergency doctor who administered glucose or a glucagon injection (the mother was not sure). The blood glucose reading then was 74 mg/dl. The mother could not provide any further values. At the time of the report the patient was doing fine. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.